Event description:
It was reported that the patient's oxygen level kept dropping until she had to go to the ER. Her oxygen level stabilized in the ER, she was discharged home and used her stationary unit until the replacement poc arrived. The patient reported that she is back to normal.

Manufacturer narrative:
The unit came for no power and the complaint was confirmed with no power with battery due to j15 and j17 motherboard components broken. Crack feed waste manifold caused low external 02. Crack feed waste manifold motherboard components(j15 and j17) broken and lower housing mount out of place probably due to high impact/dropped unit.